Manufacturer narrative:
Initial and final MDR 1921407 - device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusions set tubing leakage at site event on 17-may-2024. Infusion set has been used for few hours to several days. The blood glucose level around 400mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.